Event description:
On (B)(6) 1999, the entire aus device was implanted. On (B)(6) 2003, the pump was removed and replaced. The reason was not indicated.

Manufacturer narrative:
A review of complaint files noted that this event had the incorrect alert date in the system. Due to this typographical error, this event was not reported on the alternative summary report (asr) for the fourth quarter of 2003.